Event description:
The surgeon performed a pocket revision because the pt's implant was very close to the skin surface. The pt is reportedly doing well.

Manufacturer narrative:
System remains implanted. No product will be returned for eval. This is the final report.